Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) has been confirmed. Upon investigation the monitor was unable to power on. The cause of the problem was isolated to a bga failure on ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.